Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of instrument tube adapter broken to be related to the customer reported complaint. The instrument was found to have an instrument tube adapter broken. The broken piece was not returned, measuring roughly .071" x .141" in size.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors instrument had damaged to the end of the arm. The instrument tip was chipped. The procedure was completed.